Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose readings in the 500's mg/dl for the past few days. He switched to injections and his readings returned to normal. Patient reported he changed all of the accessories and went back on the pump and his reading went back up to the 500's mg/dl; was able to self-treat. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.